Event description:
It was reported via repair work order that the head end brakes will not engage due to broken brake adjuster. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.